Event description:
It was reported that the patient stated the incision site was warm to the touch and sore. Law work showed an mrsa infection at the generator site. The entire system was explanted and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2009; lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2009; programmer model 37743 serial# (B)(4).